Event description:
I have the (B)(4) heated back massager I used for chronic back pain due to herniated disks and arthritis in the spine and believe the device broke my rib. I was suffering extreme pain after using it a few days and woke up with a bruise the width of a plate and was rushed to the emergency room. I'm almost certain the device caused it as I did not have a fall nor was in any physical confrontations. Been out of work for a few days on heavy painkillers. What can we do to warn users of the possible hazards or get legal counseling? Dates of use: (B)(6) 2013. Reason for use: I have the (B)(4) heated back massager I used for chronic back pain.